Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving error messages and a "replace sensor" message on the display after 4 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a loss of consciousness on (B)(6) 2018 and being treated by a third party with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Visual inspection found the sensor plug to appear to be properly seated in mount. On closer inspection once the sensor plus was removed it was observed that the plug had not been seated correctly. The issue was identified as being related to user error. No product deficiency was identified.

Event description:
Customer reported receiving error messages and a "replace sensor" message on the display after 4 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a loss of consciousness on (B)(6) 2018 and being treated by a third party with a glucagon injection. There was no report of death or permanent impairment associated with this event.